Event description:
It was reported to boston scientific corp that during a prolapse cystocele repair procedure using a pinnacle anterior/apical pfr kit, the needle detached from the mesh leg assembly when the physician was placing the second leg of the device in the pt's left side. The needle did not fall inside the pt. The physician used a stand-alone capio suture to complete the procedure without any complications to the pt, who is reportedly 'fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B)(4).